Manufacturer narrative:
Investigation pending. Testing was performed on both the inratio and inratio2. The 510 (k) number listed is for the inratio. The 510 (k) number for the inratio2 is k072727.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: >7, inratio2: 7.3, lab: 4.1. Customer has been getting discrepant high results on several pts. This pt has been eating plenty of salads and greens. No other data provided for the other pts. Several pts had their coumadin dose changed based on the inratio results. Caller tested herself yesterday (non-coumadin) inratio = 1.4; inratio2 = 1.5.